Event description:
Eea 31mm stapler failed to cut the circular hole and only stapled the anastomosis together. This caused tissue damage trying to remove the stapler which lead to an ileostomy. Patient will have to return for subsequent surgery.